Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure during deployment, the stent of the smart control 10 x 60 failed to cover the distal portion of the right common iliac artery target lesion. During release of the stent, the stent delivery system (sds) was reported to have jumped approximately one and one-half millimeters (1.5 mm.) Towards the aorta. An additional smart control 8 x 30 stent was deployed distal to the first stent to cover the target lesion entirely. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The right common iliac artery was reported to be: a 90% stenosis, and moderately tortuous. An ipsilateral approach was used for the procedure. The product was stored and handled properly according to the instructions for use (IFU). The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no reported difficulty encountered while advancing/tracking the sds towards the lesion. There was no reported use of unusual force during the procedure.

Manufacturer narrative:
Complaint conclusion: the report received indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure the stent of the smart control 10 x 60 failed to cover the distal portion of the right common iliac artery target lesion. During deployment of the stent, the stent delivery system (sds) was reported to have jumped approximately one and one-half millimeters (1.5 mm.) Towards the aorta requiring placement of an additional smart control 8 x 30 stent distal to the first stent. The procedure was finished successfully and there was no reported patient injury. The right common iliac artery was reported to have a 90% stenosis and was moderately tortuous. An ipsilateral approach was used for the procedure. There was no reported difficulty encountered while advancing/tracking the sds towards the lesion. There was no reported use of unusual force during the procedure. There was no thrombus noted to be present either proximal to, at, or distal to the target lesion site. The lesion was not pre-dilated. There was no reported difficulty or resistance noted while crossing the lesion with the stent. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient. There was some reported resistance or difficulty noted during deployment. The additional stent deployed was fully expanded with good wall apposition noted. The stent was post-dilated. The residual stenosis was unknown. There was no thrombus noted post-deployment. The product was stored and handled properly according to the instructions for use (IFU). The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for inspection. Review of lot 15944868 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
There was no thrombus noted to be present either proximal to, at, or distal to the target lesion site. The lesion was not pre-dilated. There was no reported difficulty or resistance noted while crossing the lesion with the stent. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient. There was some reported resistance or difficulty noted during deployment. The additional stent deployed was fully expanded with good wall apposition noted. The stent was post-dilated. The residual stenosis was unknown. There was no thrombus noted post-deployment. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.